Manufacturer narrative:
Concomitant medical products: dtba1d1 implanted: (B)(6) 2013; 419488, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing. In addition, the right atrial (ra) lead experienced suspected occasional far field r-wave (ffrw) oversensing. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.